Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('migration') and autoimmune disorder ('autoimmune diagnosed: non-specific autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test? No". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain female/ chronic"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems: urinary probs."), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms:migraine"), headache ("other injuries/symptoms:headaches"), eye disorder ("other injuries/symptoms: vision probs"), nervous system disorder ("other injuries/symptoms: nuero condit/prob") and hypersensitivity ("allergy: nickel - diag. Pre-essure/ received treatment for allergy? No") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and device dislocation outcome was unknown and the autoimmune disorder, pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, eye disorder, nervous system disorder, weight increased and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, device dislocation, eye disorder, fatigue, headache, hypersensitivity, migraine, nervous system disorder, pelvic pain, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: received treatment for: ,pelvic/abdominal, non-specific autoimmune disorder, migration, perforation: uterus, bladder probs., urinary probs., fatigue, hair loss, migraine, headaches, vision problem, neurological condit/problem, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Event injury was updated and new events: pelvic/abdominal pain, allergy, autoimmune diagnosed: non-specific autoimmune disorder, migration, perforation: uterus, bladder/urinary problems: bladder probs., urinary problem, other injuries/symptoms: fatigue, hair loss, migraine, headaches, vision problem, neurological condit/problem ,weight gain, device monitoring procedure not performed were added. Removal details added. Plaintiffs information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/perforation of right essure coil out of the right cornua of the uterus'), device dislocation ('migration: left essure coil embedded in the recto sigmoid epiploic') and autoimmune disorder ('autoimmune diagnosed: non-specific autoimmune disorder') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight and stress incontinence, female. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced autoimmune disorder (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain female"), neck pain ("neck pain"), fatigue ("fatigue"), migraine ("migraine/headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vertigo ("vertigo"), vision blurred ("blurred vision"), photophobia ("light sensitivity"), eye irritation ("irritated eyes") and migraine with aura ("ocular migraines"). In 2018, the patient experienced bladder disorder ("bladder/urinary problems: bladder probs") and urinary tract disorder ("bladder/urinary problems: urinary probs."). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 10 years after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("other injuries/symptoms: hair loss"), eye disorder ("other injuries/symptoms: vision probs"), nervous system disorder ("other injuries/symptoms: nuero condit/prob") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, autoimmune disorder, pelvic pain, neck pain, abdominal pain, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, eye disorder, nervous system disorder, weight increased, allergy to metals, vaginal haemorrhage, vertigo, vision blurred, photophobia, eye irritation and migraine with aura had resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, device dislocation, eye disorder, eye irritation, fatigue, menorrhagia, migraine, migraine with aura, neck pain, nervous system disorder, pelvic pain, photophobia, urinary tract disorder, uterine perforation, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: she had received treatment for following events" pelvic/abdominal, non-specific autoimmune disorder, migration, perforation: uterus, bladder probs., urinary probs., fatigue, hair loss, migraine, headaches, vision problem, neurological condit/problem, weight gain". Essure removal detail: therefore, multiple x-rays were performed eventually finding the left coil embedded and extended in the epiploic a of the sigmoid colon on the left side. Once this was found. Blunt and sharp dissection was performed; however, because of fibrosis and extensive proximity to the sigmoid colon, this essure was removed in 4 pieces, obviously this was non ideal, but the only way to remove this in its entirety by removing the epiploic a with the ligasure device and then bluntly dissecting out the rest an x-ray was performed at the end of the procedure, there was no retained fragments. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device dislocation, alopecia, dyspareunia, pelvic pain, vertigo, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet and medical record received. Following events¿ neck pain, abnormal bleeding (vaginal, menorrhagia), vertigo, blurred vision, light sensitivity, irritated eyes and ocular migraines¿ were added. Reporter information, demographics, concurrent condition were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.